Event description:
It was reported that there were multiple complications related to da vinci-assisted procedures. Specifics on the events could not be provided. A clinical sales manager (csm) was informed of these events during a meeting with the hospital quality department. It was reported there were complications while laparoscopically removing adhesions, an issue while using a verres needle, and other unspecified events. These incidents were referenced as unrelated to the da vinci products in use; but having occurred prior to/during/after a da vinci-assisted procedure.

Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files are available.